Event description:
It was reported the patient presented to the emergency room with complaints of dizziness. Upon interrogation, it was observed the right ventricular lead was failing to capture. Moderate effusion was noted leading to the assumption the lead had perforated. An echo was completed to confirm perforation. Pericardiocentesis was performed to remove blood from the pericardium. The lead was explanted and replaced without issue. The patient was stable.